Event description:
No additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, cause of communication error b30 was due to damage on ccd (charged coupled device) unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had experienced communication error b30. The reported issue occurred during set up / inspection for use for an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1: customer full name and address. (B)(6) hospital. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.